Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03927. During an in clinic follow-up, the device was interrogated by the programmer. It was reported that the programmer was freezing, which changed device settings and the device went into backup operations. The patient experience discomfort due to the emergency pacing setting. A replacement programmer was used to reprogram the device to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Manufacturer report 2017865-2020-04258 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).